Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that their ilet device screen was cracked and unresponsive. The agent confirmed the serial number and arranged for overnight shipment of a replacement ilet along with a return kit. The patient reverted to an alternative form of insulin therapy while waiting for their replacement device. No further issues were reported.